Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by the legal team, approximately 6.5 years post initial left tka, the 70 y/o female patient was evaluated in clinic and found to have aseptic loosening of her left knee. She was indicated for left revision total knee arthroplasty. Patient's femoral component was found to be grossly loose and removed using a tamp and mallet. Patient was revised to competitors devices. The patient was transferred in stable condition to recovery unit. No additional information available.

Manufacturer narrative:
Corrected data: e (initial reporter), g (reporting contact), h6 health effect - clinical code. Additional information: concomitant device, h6 medical device problem code and component code.

Event description:
Related report: 1038671-2024-04011.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3, h6. The following sections were corrected: h6. MDR section codes updated/corrected: b, c, d, e. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.